Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device prompt for the transmitter and sensor information every time it was turned on. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.